Event description:
Per patient (pt), last night started infusion and put into case and attempted to infuse. When checked in on the pump, had only infused 5-7ml over 1 hour and it took 3.5 hours to complete infusion instead of 1 hr 20 min. Pt stated checked leaking in tubing, checked tubing. No other issues seen visually, pump was not working correctly. Medical doctor (md) unaware of broken pump [and pt reported illness]. Serial number unknown. No further information provided. Reported to (B)(6) by: patient/caregiver.